Event description:
This spontaneous report was received on (B)(6) 2013 from a reporter reporting on consumer (age and gender unspecified) from the (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, frequency, lot number and expiration date unspecified). On (B)(6) 2013, the toothbrush snapped. This report had no adverse event. The action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The lot number of device was updated from unspecified to 27112sgh1. This report remains a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. The sample was received from the consumer on (B)(4) 2013. Based on quality investigations, the tufts of the claimed light green sample were deformed with a high level. The handle breakage was at the thinnest point of the handle. The handle cracked in this area because of the compression force and the geometry in the long axis. A test requirement to pass the validation and product specification was overbend test to solve medical complaints. During this overbend test, no toothbrush was broken. Johnson and johnson got the same result with a similar test that was a base for device release. The claimed toothbrush had been manufactured according to the specification. The change of the basic handle material from moplen (polypropylene) to domolen (polypropylene) to increase the handle flexibility had been validated and released in sep-2012. No manufacturing error had been detected. (B)(4). This report was reassessed to be non reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013 from a reporter reporting on consumer (age and gender unspecified) from the (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, frequency, lot number and expiration date unspecified). On (B)(6) 2013, the toothbrush snapped. This report had no adverse event. The action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2013 from a reporter reporting on consumer (age and gender unspecified) from (B)(6). On an unspecified date, the consumer started using listerine toothbrush ultra white firm 1s, for dental cleaning (route: dental, frequency, lot number and expiration date unspecified). On (B)(6) 2013, the toothbrush snapped. This report had no adverse event. The action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2013. The lot number of device was updated from unspecified to 27112sgh1. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4), for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted (B)(4), for a device product that is considered same/similar to a us marketed device (reach total care plus whiten tbrush med). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless additional follow up information is received.